Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to depletion of the main batteries. The main batteries and battery harness were replaced to fix the reported condition similar reports have been received for the reported problem. The root cause investigation is in progress through mdq (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. This condition was found by baxter canada personnel to have interrupted delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.